Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported one month after placement, a pinhole leak was discovered in the catheter, leading to fluid leakage. This necessitated replacement of the tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc solo2 catheter was returned for evaluation. An initial visual observation of the video showed a powerpicc solo2 catheter with a leak in the catheter tubing. Due to the quality of the returned video, details of the damage to the catheter tubing could not be discerned. Blood residue was observed on the returned sample and on the surfaces surrounding the sample. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.